Event description:
This complaint is now reportable based on the analysis completed on 09/06/2006. It was reported that prior to a coronary drug eluting stenting treatment procedure while unpacking the device, the stent delivery system was kinked. No patient injuries or complications were reported. However, the returned product confirmed that there was stent damage.

Manufacturer narrative:
Device analysis found that the hypotube was slightly kinked at approximately 43 centimeters distal from the strain relief. The hypotube may have kinked due to the application of excessive tensile force. Microscopic examination of the crimped stent found that one of the struts were lifted on the mid section of the stent. The damage present is consistent with a restriction having occurred during the procedure. It is noted that the device failed to meet specifications in its returned condition. However, a full review into the manufacturing history record for this device confirmed that the device met its material, assembly and product specifications at the time of its release to distribution.